Event description:
The pt was hospitalized for hypoglycemia. The pt reported that he was priming the pump while attached to the infusion set and the pump delivered insulin during the process of loading the cartridge.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy. The pt reported that he was priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind / prime sequence. There was no indication in the pump history that a prime operation was performed on the date of the event.